Event description:
The clinic reported excess weight removal, with the pt completing the treatment 1.1 kg below estimated dry weight. Gambro technical services (gts) functionally tested the machine and found that the o-ring in the "to dialyzer" connector was worn, pulling large amounts of air into the connector and the dialyzer line.